Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain. Information was reported that a patient's implant has not worked. The patient stated she had it adjusted several times, and she has gotten worse over time. The patient stated she is having the implant removed on (B)(6) 2017. Patient stated the entire system will be removed unless the leads are too embedded in scar tissue, in which case they will leave the leads implanted. The patient noted she is also going to have a vascular surgeon present at the surgery. The patient stated she had two back fusions prior to implant (2013 <(>&<)> 2015). Patient stated they are going to reconstruct her spine, put screws in pelvis, and "go way up higher" due to fractures above the fusion and the fusion not working. Patient stated they are also going to take rods <(>&<)> screws out and put new ones in. The patient then stated the fractures above the fusion were noticed in an MRI and that the doctor told her the fusion had not b een done correctly by previous doctor. Patient stated the surgery will take place on (B)(6) 2017, and she will be in the hospital about a week and rehab for about 3 weeks. Product donation information was received with patient per patient request. No further complications were reported. No additional patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information: it was reported the implant did not help with the patient's pain and the cause has not been determined. No further complications were reported.

Manufacturer narrative:
Other applicable components are: product ID: 977a260, (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type: lead, product ID: 977a260, (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type: lead, product ID: 977a260, (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient. Patient said she had a whole restructuring, so she had 2 operations and was in the hospital for 2.5 months, with the implant also being removed during the first one because never got much relief out of it. Patient states the surgery was long, extensive surgery and she lost a lot of blood. Patient said she does not know if the leads were removed. Patient stated it went well, so she was transferred to a rehab center. Additional information was received on january 24 ,2018. Patient clarified what they meant by "implant had not worked" by stating that it just did not open to work. They tried for several months there was no change in therapy. The cause was still not determined. No further patient symptoms or complications were reported in this event.